Event description:
International distributor contacted dexcom technical support on (B)(6) 2014, to report on behalf of patient that on (B)(6) 2014, patient claimed sensor wire was not properly inserted and was "lying flat" on sensor patch adhesive. International distributor did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).